Manufacturer narrative:
Findings: unit passed displacement test, operating currents, self-test, off no power and unexpected restart error test. However, unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold). Motor passed motor test. Unit uploaded properly to the care link software and communicate properly. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind. Customer's blood glucose at time of incident was 4.3mmol/l. The customer stated they are receiving a compromised force sensor alarm.